Event description:
While the respiratory therapist checked the ventilator at beside unit went inop and started to self-cycle at 70 breaths per minute. A manually ventilated patient and another ventilator was set up. No apparent injury to pt.